Manufacturer narrative:
No parts have been received by the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the thoracic probe was bent. No patient present.